Event description:
The pt has 2 leads (from the same lot) implanted as part of his scs system. It was reported, the pt is no longer receiving stimulation. X-rays revealed the leads have migrated. The pt may undergo surgical intervention as the next course of action.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.